Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported a false positive initial troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.053 ug/l was obtained and released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.029, 0.025, 0.024 ug/l. The customer stated there was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was collected in a 13x100 ml serum tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 20 degrees celsius. No sample integrity issues were noted. The customer indicated system check, calibration, and quality control (qc) were within assay and instrument specifications. No system issues were noted. The instrument was in normal operation.